Manufacturer narrative:
D10 concomitant product: gia8048lbr, gia 8048l single use loading unit, (lot #2012526g) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastroplasty surgery, when the first green charge was fired, the stapler locked up and the shot did not progress. The reload was replaced, but the problem persisted, and the stapler was also changed to resolve the issue. There was no patient injury.